Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the coating of grasping section was partially missing. The tissue pad of the subject device was worn. When the investigator closed the grasping section and activated seal mode, short circuit error did not occur. The manufacturing record was reviewed, with no irregularities noted. These types of the coating damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. The reported error might occur since the probe received a load during activation. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a total gastrectomy, the subject device was used. In the procedure, the tissue pad of the subject device was worn and probe damage error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the coating of grasping section was partially missing on (B)(6) 2017. And it was not reported that the fragment of the coating fell into the patient.